Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in australia. As reported, a patient underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the valve was not positioned at the intended location (90 ventricle:10 aortic) due to imaging views of the annulus. Therefore, immediately a second 26mm sapien 3 ultra was prepared and successfully implanted in the correct position. The patient did not suffer any injury during the event and the patient final outcome was good.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve malposition was unable to be confirmed as no imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. As reported, ''during procedure, the valve was not positioned at the intended position (90 ventricle :10 aortic) due to the used of the wrong coplanar view of the annulus'', and ''as per medical opinion, the root cause of the event is related to the use of incorrect coplanar view during valve deployment''. Per training manual, ''ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps are on same plane''; ''consider coaxial alignment of catheter to the aortic annulus'', and ''if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and echo''. In this case, the incorrect coplanar view could lead to improper final valve positioning and deployment. As such, available information suggests that procedural factors (use of incorrect coplanar view) may have contributed to the complaint event. Since no labeling or IFU deficiencies were identified, no corrective/preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.